Event description:
It was reported to the biomedical engineer, by hospital staff, that the external pulse generator (epg) displayed a self-test error message. The epg then locked up, so another device was used. The epg was sent to the biomedical engineer to be checked. The biomedical engineer was instructed by medtronic technical services about how the error can occur and how to clear it. Once the error was cleared, the device powered up normally, and the error could not be reproduced. The epg was placed back into service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.